Manufacturer narrative:
Method: x-ray. Device evaluation summary: as received, heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflets exhibited minimal to moderate calcification. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect. The x-ray demonstrated no visible damage to the wireform. Additional manufacturer narrative: evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor and review all events.

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to aortic stenosis and calcification after an implant duration of approximately seven (7) years. Patient is reported as stable. Operative report indicates: "there was severe calcification in the aortic valve leaflets and it was pretty adherent to the aortic wall."